Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina. A percutaneous intervention was started and pre-dilatation was performed on the distal posterior descending coronary artery, 95% stenosed lesion. A 2.25x12mm xience prime stent was implanted without reported issue. Following, an edge dissection was noted, treated with another xience prime stent. There was no additional adverse patient sequela and no clinically significant procedural delay. There was no additional information provided.